Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to an unknown malfunction. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.